Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, an intuitive surgical inc. (Isi) clinical sales associate (csa) reported that the canula seal came loose from the cannula. The issue may have been due to a collision between universal surgical manipulator (usm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no rapid loss of insufflation. The stopcock was still intact. The usm arms collided which caused the tubing to break the luer. There was no patient injury or harm. The procedure was completed with using a new seal.